Event description:
An obvious decline in the pt's hearing performance was noticed on (B)(6) 2013. The pt was reimplanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.